Event description:
It was reported to philips that the device battery was dead and would not charge. There was no patient involvement.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the device battery was dead and would not charge. There was no patient involvement.

Event description:
It was reported to philips that the battery for the unit was dead and would no longer charge. The customer requested assistance from a philips remote service engineer (rse). The customer explained that their battery was no longer charging and required replacement. The service order was initiated by the customer as a means to obtain a replacement battery with no onsite evaluation required. Based on the conclusion of the investigation, it was determined that this was a malfunction of the battery. Per customer request, a replacement battery was ordered and shipped to the customer to resolve the noted issue. The device remains at the customer site. There is no indication of a systemic problem. No further investigation or action is warranted.